Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to encoder signal out of phase. Displacement test, excessive no delivery test, and occlusion test were not performed and motor position encoder error alarm was not verified due to constant motor error. The motor was tested outside of the device and it passed. The insulin pump also had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.